Event description:
The customer reported that the system locked up following high voltage arcing. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube hv connectors were evaluated, re-lubricated, and reseated. The system was tested and found to be working as intended and returned to service.